Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that on per medical records (B)(6) 2009 the patient presented with pre-op diagnosis: 1. L4-5, l5-s1 disc disease. The patient underwent: anterior retroperitoneal approach to l4-5, l5-s1. Patient tolerated the procedure well. On (B)(6) 2009 the patient presented with pre-op diagnosis: 1. Spondylolisthesis l4-5, degenerative disc and facet joint arthropathy l5 -s1. 2. Herniated nucleus pulposus c4-5 and c5-6, failure of prior fusion c5-6 with pseudoarthrosis. The patient underwent: 1. Anterior complete diskectomy l4-5 and l5-s1. 2. Arthrodesis l4-5 and l5-s1. 3. Shaping and placement of allograft bone l4-5 and l5-s1. 4. Interbody grafting with cages times two l4-5 and l5-s1. 5. Anterior lumbar plating with anterior lumbar plate l4-5 and l5-s1. 6. Exploration of fusion c5-6. 7. Anterior complete diskectomy c4-5 and c6-7. 8. Arthrodesis c4-5, c5-6 and c6-7. 9. Shaping and placement of allograft bone c4-5, c55-6 and c6-7. 10. Interbody grafting with implants c4-5, c5-6 and c6-7. 11. Anterior cervical plate with plate, 12mm. Screws, c4-c5-c6-c7. As per op notes, gross total diskectomies were carried out at l5-s1 and l4-5 down to the posterior annulus of each disc space. Each disc space was then grafted with cages supplemented with rhbmp-2 bone graft. Hardware was placed under frequent reference c-arm fluoroscopy. After good placement of the cages, plates were placed. Single plate with 4 screws each was placed at l5-s1and l4-5. Attention was then turned to patient's cervical spine. Intra-op x-ray was taken. The previous fusion at c5-6 was explored and found to be consistent with pseudoarthrosis. Anterior complete diskectomy was carried out at c4-5 with emphasis on the right. Bilateral foraminotomies was carried out. There was severe collapse and spondylosis posteriorly at this inters pace. After diskectomy, the implex graft was placed with disc space under gentle distraction and this was a 7mm graft at this level. The pseudoarthrosis was removed and the interspace was grafted with a 6mm graft. At c6-7 an anterior complete diskectomy was carried out with finding of broad based posterior disc herniation with spondylosis and soft disc components causing bilateral foraminal stenosis, right greater than left. The posterior longitudinal ligament was taken and again excellent decompression was achieved at both neural foramina with emphasis on the right. This level was grafted with a 6mm graft. Next, a anterior cervical plating device was placed with 12 mm screws. An excellent solid construct was achieved. There were no patient complications. Patient alleges unspecified injury due to the use of rhbmp-2.